Event description:
The micro drill was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Visual inspection revealed corroded sockets. Corroded sockets can result in intermittent connection between the console and the handpiece, as well as higher impedance at ground sockets.